Manufacturer narrative:
The reported events of insulation damage and noise resulting in oversensing were not confirmed. As received, a complete lead was returned in one piece. Visual examination was performed and reveal no insulation damage at the suture tie impression region. The other damages revealed were consistent with procedural damage. Furthermore, electrical testing revealed no indication of conductor fractures or internal shorts.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a remote follow-up, noise resulting in oversensing was noted on the right ventricular (rv) lead. The patient was brought into the clinic and the noise was reproduced during rv lead provocation testing. Furthermore, an insulation anomaly was revealed on the rv lead. The lead was explanted and replaced to resolve the event. The patient was in stable condition.